Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had blank display. The customer¿s blood glucose level was unknown. Customer stated that the pump fell and now the pump won¿t come back on. The troubleshooting was performed and was advised insert new battery that meets IFU guidelines to test with the pump. The customer was advised to insert the new battery. Customer stated that the display did not return. The customer was advised that the pump will need to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan per healthcare professional instructions. The insulin pump will not be returned for analysis.